Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was difficult to prime and unable to deliver mediation during use. The following was reported by the initial reporter: "it was reported no insulin flow when priming verbatim: (B)(4). Consumer reported, no insulin flow when priming stated, she has a related file: (B)(4).

Manufacturer narrative:
The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that a pen ndl 32g 4mm hp 100 box 1200 us was difficult to prime and unable to deliver mediation during use. The following was reported by the initial reporter: "it was reported no insulin flow when priming." H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was difficult to prime and unable to deliver mediation during use. The following was reported by the initial reporter: "it was reported no insulin flow when priming."